Event description:
The physician was unable to advance a competitor's device through co's sheath. The device was removed and replaced. The pt is reported as fine and the device is being returned for co's analysis.